Event description:
On 11/7/97 the account reported a false negative bhcg result of 0.0 mlu/ml, which was given from the axsym analyzer, and x-rays were given based upon the result. A second sample was drawn on 11/11/97 and a result of 82,712 mlu/ml was given. The original sample was then retested giving 66,000 mlu/ml. No further pt info has been provided by the account.